Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, a new ilet user experienced hyperglycemia after missing a meal announcement while using a cd 23" infusion set. The continuous glucose monitor displayed a peak of 289 mg/dl, while a fingerstick measurement read 166 mg/dl. The user subsequently entered the blood glucose meter value, after which the cgm displayed 174 mg/dl. No symptoms were reported. Outcomes included no medical intervention, no outside assistance, no ketone testing, and stabilization of glucose to 166 mg/dl by fingerstick with continued use of usual therapy. The investigation included a user interview, review of cgm and fingerstick values, and troubleshooting and education regarding meal announcements, spacing meals, and allowing the system learning period. The investigation revealed that a missed meal announcement was the precipitating factor, with no device alarms or malfunctions reported and no evidence of infusion set failure. Based on previously established findings for similar reports, the cause was concluded to be user-related use error due to a missed meal announcement during early onboarding while the system was adapting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.